Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 12 events were reported for this quarter. 12 devices were received for evaluation. 11 events were confirmed during testing. 11 devices were found to be affected by a damaged trigger assembly. 1 device evaluation is in progress. 11 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device disassembled. 12 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device disassembled. 12 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 1 previously reported event is included in this follow-up record. Product return status: 1 device was received for evaluation.  Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by a disassembled trigger assembly. 1 device is not labeled for single-use. 1 device was not reprocessed and reused.